Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found two collets failing the pull force check in the reported problem area of the pipette assembly. The collets were replaced in the problem area. The instrument was cleaned, inspected, tested without further problem, and returned to service.